Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: purple image was due to broken charged coupled device. In regard to the other identified malfunction, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited purple image, a broken charged coupled device, and a dent in the outer tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h2, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.